Manufacturer narrative:
(B)(4). Batch # p57n35. Device evaluation: the analysis showed that the ats45nk device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested, but unavailable: can you please clarify what is meant by ¿misfired and did not staple correctly¿? What was the appearance of the staple and cut line? Were there staples missing from the staple line? If yes, please describe the shape (malformed, unformed, incomplete, etc.)? Was the staple line interrupted; staples not present/visible on any portion of the staple line. Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?

Event description:
It was reported that during a laparoscopic nephrectomy procedure the device misfired and did not staple correctly. It is unknown how the procedure was completed. There were no patient consequences reported.